Manufacturer narrative:
Return product evaluation performed on 2/1/2019 and product met specification.

Event description:
Entre controller pd08-u and short full leg garment l-fl-sh-a were ordered on 11/12/2018, shipped on 11/15/18 and delivered on 11/15/2018. Patient delayed using the entre system, controller and garment, until her family was in town to assist her, she then used it a total of three times during the week of (B)(6) 2019. She stated the device was initially set on low pressure and then felt there wasn't enough pressure so she changed the pressure to medium, she stated they never used it on high. After the third use the patient noticed pain and significant increase in swelling in both legs. Prior to using the entre system the patient stated their left leg had swelling for a long time, but right leg was ok. She now state the right and left leg are both significantly swollen and painful. She has not used the entre system since the onset of these symptoms. Patient called the doctor's office the week of (B)(6) 2019 to report symptoms and was seen by the prescriber on (B)(6) 2019. Imaging revealed dvts bilaterally in mid to distal region of superficial femoral veins, above the knees. Pt began anticoagulation therapy after (B)(6) 2019. Patient has been advised to avoid the pneumatic compression therapy.